Event description:
This case occured outside of the USA in spain. On 28-oct-2024, the spanish subsidiary notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2024 with 0.8 ml of rha 4 in the nose (0.3 ml in the tip of the nose, 0.5 ml in the upper part of the nose). 8 days after the injection, on (B)(6) 2024, the patient experienced erythema and ulceration on the tip of the nose, both of severe intensity, and a possible necrosis of tissue in the tip of nose. A medical expert was contacted for guidance who thought it was a vascular compromise due to hyaluronic acid compression and recommended to inject hyaluronidase, to prescribe an analgesic treatment (adiro) and a treatment cream for skin lesion (topical mupirocin). 9 days after the injection, on (B)(6) 2024 the patient was injected with 2500 units of hyaluronidase, and a follow-up appointment was scheduled for the week after. According to the information received on 12-nov-2024, the injector removed the filler with hyaluronidase and prescribed a prototypical analgesic treatment (adiro) and topical mupirocin to the patient. The injector confirmed the case was closed; thus, the case was closed on our side.

Manufacturer narrative:
According to the information received, the case seemed to be linked to a vascular compromise due to hyaluronic acid compression vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Additionally, this product is not indicated for this area (nose). Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed.